Event description:
Consumer complaint of low blood results. Expected blood glucose results fasting range from 90 to 110 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking medication and insulin to manage diabetes. Back to back blood test performed during call after meal ((B)(6) 2015; 6:12 pm) with results of 103 mg/dl and 99 mg/dl. Verified storage of test strips is within instructed spec. Test strip lot MFR's expiration date is 11/30/2017 and open vial date is around (B)(6) 2015. Recall test results performed fasting from meter memory: memory 1: 67 mg/dl, (B)(6) 2015, 12:47 pm; memory 2: 99 mg/dl, (B)(6) 2015, 12:47 pm; memory 3: 158 mg/dl, (B)(6) 2015, 12:47 pm; memory 4: 69 mg/dl, (B)(6) 2015, 12:47 pm; memory 5: 83 mg/dl, (B)(6) 2015, 12:47 pm. Adverse event not reported.

Manufacturer narrative:
Internal report number: (B)(4). Returned meter evaluated with no defect found. Most likely underlying root cause of malfunction: user had an inaccurate reference or user reused test strips or user's test strip had poor fill.